Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Manufacturer related report number 3006705815-2021-03374. It was reported the patient is not receiving effective therapy due to high impedances. As a result, the patient was not receiving left side coverage and underwent surgical intervention on (B)(6) 2021 to implant a new left side lead. The patient's original left side lead remains implanted and inactive. Note: both of the patient's leads are being reported because it's unknown which device is the patient's original left side lead.